Event description:
It was reported that, during a normal battery depletion replacement procedure, this right atrial lead experienced a connection issue associated to a setscrew issue. This made the lead difficult to remove. It was decided to surgically abandon this lead and plug the right atrial port of the new device. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).